Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible premature battery depletion due to the remaining longevity estimate being lower than expected. The crt-d remains in use and will be evaluated the next time the patient has an in-office device check. No patient complications have been reported as a result of this event.